Event description:
The patient reported that their "heart has been going faster than normal" and was "still being too fast" after adjustments were made to the programmed and to medications. The physician was contacted and the patient was noted to have atrial tachyarrhythmia. The device mode was changed from ddr to ddir with a lower rate of 70 beats per minute and the patient's medications were also changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4557m implantable pacing lead (B)(6) 2005. (B)(4).